Event description:
Customer states that after traveling through the airport readings on their blood glucose device bagan to rise. Customer increased dosage of actos and glucovance based on readings. Customer almost lost consciousness. The customer went to the dr's office. Pt states that the dr's was 100 points higher. Unk if controls were used. A request was made for the return of the suspect device and replacement product was sent.